Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) resulting in inadequate stimulation and a return of dyskinesia symptoms. The charger was examined and seemed fine, but physician could not connect to the ipg with the clinician programmer (cp) both by using the remote control (rc) and magnet over the ipg. The ipg was also examined and there was no apparent issue with the device. The patient was advised to perform a series of charging sessions until fully charged. Over the next few days and multiple 45 minute charging sessions the issue persisted. The patient was provided with a new charger and was still unable to successfully charge the ipg. X ray imaging was performed to assess ipg placement, but results were not obtained. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was discarded by the hospital and was not returned.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) resulting in inadequate stimulation and a return of dyskinesia symptoms. The charger was examined and seemed fine, but physician could not connect to the ipg with the clinician programmer (cp) both by using the remote control (rc) and magnet over the ipg. The ipg was also examined and there was no apparent issue with the device. The patient was advised to perform a series of charging sessions until fully charged. Over the next few days and multiple 45 minute charging sessions the issue persisted. The patient was provided with a new charger and was still unable to successfully charge the ipg. X ray imaging was performed to assess ipg placement, but results were not obtained. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was discarded by the hospital and was not returned. Additional information was received that indicated there was no x-ray imaging performed to assess the ipg placement as originally reported. The correct address for the physician who performed the revision procedure was also provided.